Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received buttons did not respond easily. Customer¿s blood glucose was 84 mg/dl. Customer states that numbers was not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was a response from a button. Customer stated that the down arrow button was not working. Customer states an alarm was not in progress at the time the button was unresponsive. Troubleshooting was performed. The insulin pump will be returned for analysis

Manufacturer narrative:
Device passed displacement test and self test. Device was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board. (B)(4).